Event description:
At the end of uneventful treatment pt received bolus of air (foam). Source of air unclean. There was saline in bag, air/foam in lines. Lines to pt. Clamped at end to return. Pt had respiratory arrest, received oxygen at 8l/min via ambu bag, called 911, transferred to hosp.